Event description:
This system also exhibited high out of range right ventricular (rv) pace impedance measurements, measuring greater than 2,000 ohms. The patient was referred to their following clinic. No adverse patient effects were reported. This product remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).